Event description:
It was reported that the abutment screw fractured. The apical screw fragment could not be removed from the implant and the implant was explanted.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4)the following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one certain gold-tite hexed screw was returned for investigation. Visual evaluation of the as returned products identified screw fragment in the implant drive feature. Device history record (DHR) review could not be performed for the iunihg since the lot number was unknown. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture: screw). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.